Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function was not operating. There is no report of injury or death associated with this event.